Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml dilaudid at 1 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that a non-critical memory error was seen when looking at the logs post MRI on (B)(6) 2018. The pump was updated and the code persisted. Additionally, a motor stall was seen and was still active 2.5 hours post-MRI. It was noted the MRI was not due to an issue with the device or therapy. No further issues were reported or anticipated.